Event description:
It was reported that the pt reported groin pain since surgery. She also stated she experienced pain when she lifts her leg up and when getting into her car. She also expressed pin point pain when lying in bed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.